Manufacturer narrative:
A follow-up will be submitted, once a full evaluation has been conducted by sigma engineering.

Event description:
During an infusion, a patient's spouse entered room and took off coat. She then hugged pt and received a shock. One minute later, pump alarmed and went into a white screen. There was no pt injury or medical intervention required. Biomedical engineering reported that the pump appears to be functioning normally.